Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a device change, the patient experienced syncope due to noise oversensing of the ventricular lead. Small increase in capture threshold was also noted. The lead was capped and replaced on (B)(6) 2020. The patient was stable.